Manufacturer narrative:
The reported event of nuisance alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that with recent update to 9.33, there have been an increase in nuisance alarms. Pca neoi alarm alerts after the nurse presses silence (every 2 minutes after silence is selected) and also alerts after the patient hits their button. Their neoi was set at 20% which was not changed in the dataset prior to 9.33. Lowering the neoi to 5-10% is inconvenient and does not give nursing enough time to locate another syringe. There was no report of patient harm.